Manufacturer narrative:
Results: bd pas received 22 samples from the customer facility for investigation. The customer samples were evaluated and the customer¿s indicated failure mode of leakage in tubing at the np (female luer) end with the incident lot was not observed as all samples met the required specifications. Leak testing under pressurized conditions was conducted on the customer samples and no defects were observed. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. CAPA (B)(4) was initiated to determine root cause and implement corrective actions in order to reduce/mitigate further occurrence of this issue.

Event description:
It was reported that customer placed product under microscope and reported that the bd vacutainer® winged safety pbbcs 12" tubing, luer adapter tube looked "dry rotted." Leaks at connection at luer. Discolored tube at connection to luer. No serious injury or medical intervention reported.